Event description:
It was reported that a pump declared an altitude alarm, which led to the suspension of insulin delivery. The reported blood glucose level at the time of the event was 155 mg/dl. The customer followed instructions from technical support to remove obstructions from the speaker holes, clean them, and reconnect the cartridge. After waiting five minutes, the insulin delivery was successfully resumed without the alarm recurring, and the pump returned to normal operation. Technical support provided further guidance on preventing future altitude alarms.